Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred on (B)(6) 2018. The patient manages their diabetes by self-adjusting their dosage of insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient took 2 units of novorapid and 24 units of insulatard. The following day at 10am the patient developed the symptoms of ¿shaking and about to faint¿. The patient was given food and/or drink at 10:05am from a non-healthcare professional by means of treatment. At the time of troubleshooting the csr noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.